Event description:
It was reported that difficulty to remove a balloon and a balloon rupture occurred. During a percutaneous coronary intervention (pci), a 16 x 4.00 promus elite stent was advanced to the target lesion and successfully deployed, but the stent delivery system would not go back into a non bsc guide catheter. Numerous attempts were made, but did not work, and the balloon ruptured. It was noted that the balloon had been inflated to nominal atmospheres. All parts were able to be retrieved and the procedure was completed. No patient injuries resulted in relation to this event, the final result was as expected for the pci, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: a 16 x 4.00mm promus elite stent delivery system (sds) was returned for analysis without a stent. The balloon was reviewed under scope. There was no stent on the balloon. Balloon appeared to have been inflated and deflated. Some balloon material bunching was noted at the distal end of the balloon. No visible tears or damage to the balloon. A visual and tactile examination of the shaft polymer extrusion found damage to the distal inner; bunching/accordioning type damage was noted on the distal inner at a site 3mm distal of the bicomponent bond. A visual and tactile examination of the hypotube identified multiple hypotube kinks. An examination of the tip under scope identified tip damage. An attempt was made to load the device over 0.014 inch guidewire, resistance was met by the wire in the lumen, due to a hardened substance in the wire lumen (appeared to be blood), during this attempt the wire pieced through the side of the inner lumen into the inflation lumen. The device was placed in a water bath at 37 degrees celsius to soak and soften the substance in the wire lumen. After soaking a wire was successfully loaded through wire lumen, when doing so a red blood like substance came out on the wire, confirming the resistance met had been dried blood from the procedure. An attempt was then made to inflate the device to nominal (11atm) and then to rated burst pressure (16atm) as per promus elite direction for use. The balloon inflated however pressure would not hold as liquid leaking from tip. This leak was due to the tear in the wire lumen which appeared to have been caused by the analyst during the initial attempt to advance the device over the wire. A vacuum was pulled and despite the tear in the wire lumen the balloon deflated in 5 seconds which is within the deflation time of less or equal to 30 seconds, however due to the leak, the balloon could not hold a vacuum. As the balloon could not hold vacuum or pressure a guide catheter interaction test could not be accurately carried out. Note the encore inflation device was verified before and after use. No other issues were identified during the device analysis. A cd containing 27 series of angiographic images was returned with the complaint device. A stent was deployed in the lm to ostial lad. The stent delivery balloon is withdrawn into the distal end of the guide catheter, once the distal marker band is at the distal end of the guide catheter it appears it cannot be withdrawn further, its advanced back into the lm and another 2 failed attempts are made to withdraw the balloon. During these withdrawal attempts it was also noticed that the guidewire on which the delivery system was placed appeared to be coming into contact and potentially interacting with the other two guidewires. There is no contrast visible in the balloon indicating it had been deflated. How the stent delivery catheter was removed was not recorded in the media provided. In the following series a final stent was deployed in the lm. Kissing balloon technique post dilation is then carried out in the lm to lad and lm to ramus. And then in the lm to ramus and lm to lcx. In the final series contrast flow through the left heart arteries show flow improvements when compare to the initial series. The media review was consistent with the complaint report as after successful deployment of stent in the lm to ostial lad, stent delivery system withdrawal attempts were seen where it appeared that the distal end of the balloon could not be withdrawn into the guide catheter. It was stated that at the end, the system ruptured but all parts could be retrieved. However, no device ruptures or breaks were evident or were recorded in the media provided.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that difficulty to remove a balloon and a balloon rupture occurred. During a percutaneous coronary intervention (pci), a 16 x 4.00 promus elite stent was advanced to the target lesion and successfully deployed, but the stent delivery system would not go back into a non bsc guide catheter. Numerous attempts were made, but did not work, and the balloon ruptured. It was noted that the balloon had been inflated to nominal atmospheres. All parts were able to be retrieved and the procedure was completed. No patient injuries resulted in relation to this event, the final result was as expected for the pci, and the patient was reported to be stable following the procedure.